Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported that the right ventricular (rv) lead displayed high thresholds and p-waves were not sensed at implant, despite attempts at different lead positions. The physician elected to implant the rv lead and it retains the position where the best thresholds and sensing were observed. In addition, the right atrial (ra) lead also displayed high thresholds at implant, despite attempts at different lead positions. The physician elected to implant the ra lead and it retains the position where the best thresholds were observed. No patient complications have been reported as a result of this event. The leads remain in use.